Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 cautery bent/broke while inside the patient leg while harvesting. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint number trackwise # (B)(4). Autonumber # (B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed on the jaws and harvesting handle. There were no visual defects observed on the heater wire. The shaft was observed to be bent proximal to jaws. Based on the return condition of the device, the reported failure mode "bent wire" was not confirmed, but confirmed for the analyzed failure mode "bent shaft".

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 cautery bent/broke while inside the patient leg while harvesting. A replacement device was used to complete the procedure. The hospital did not report any patient effects.